Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that his blood glucose level was 459 mg/dl. The customer then treated his blood glucose level with a bolus. However, the next day his blood glucose level went up to 456 mg/dl. He treated with a bolus of 9.4 units but his blood glucose level went up to 570 mg/dl. He then delivered 10 units via a manual injection. The device was not returned.